Event description:
End user reports "the catheter was extracted after catheterization, and it was found that there was a raised "thorn" at the end of the catheter, which scratched the urethra, and there was blood coming out with the end of the catheter, and a small amount of blood was also found at the urethral opening." Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
E.1: complainant city: (B)(6) complainant state/province: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No similar complaint was received on mention lot# 2h02957 and this type of issue. CAPA tw#1672777 has been open previously to investigate the issue. Within the CAPA as immediate action operators were retrained on visual inspection that is focused on the reported defect. Was determined that cpm slightly increased, but the incidence of defect occurrence is not high. The corrective action implemented previously, that covered implementation of guides under ccr-dmr-00059, did not ensure 100% help to hold catheters on the right place in the cavities. Only reduce potential risk of catheters squeezing in weld. Implementation of guides reduce potential risk of listed issue to (B)(4), what was verified during pq from 25-feb-2020. The percentage of affected pieces against lot is (B)(4). This complaint was first presented to the complaint review board on may 16, 2024, and the investigation started. On may 20, 2024, the attendees decided that no CAPA is needed. The issue cannot be completely eliminated. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Affected quantity is within aql 0,4. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site:3005778470.

Event description:
To date no additional patient or event details have been received.